Manufacturer narrative:
It was reported that the customer was recently hospitalized for encephalitis. Reportedly, the reason for hospitalization was unrelated to pump or supplies.

Event description:
It was reported that the customer was recently hospitalized for encephalitis. Reportedly, the reason for hospitalization was unrelated to pump or supplies.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 with a cartridge during the load process. Customer's blood glucose level was 122 mg/dl. It was indicated that the customer was able to load a cartridge successfully.